Manufacturer narrative:
Per visual inspection: broken off piece at the cartridge holder and inpen front shell does not stay attached. Missing injection foot was also noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Performed dialing alignment inspection. No misalignment of the dial was noted. Cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the inpen cartridge holder was the damaged component, and that the inpen had been stored in a medical bag prior to the event. The customer also reported a dose knob or dial misalignment and slipping issue. The customer reported no adverse event. The event involved product mmt-105nngyna. Troubleshooting was performed and indicated that the dose knob/dial misalignment was less than 1.0 unit, and that the dose knob/dial slip was also less than 1.0 unit. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-105nngyna will be returned for analysis.